Event description:
A site representative, biomed, reported a navigation system that unexpectedly shut down prior to the start of a spine procedure. There was no patient present when this issue was identified. The biomed representative could not provide any details of how the surgery proceeded. It was later confirmed that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Although the patient was not present when this issue occurred, the patient information provided is that of the patient that was in the procedure the site was preparing for. (B)(4) 2014; a medtronic representative performed a navigation system check-out, all areas passed except software. Software was unresponsive in all applications. Replacement computer shipped to site 01/23/2014. Medtronic investigation of returned suspect computer finds that initial power-up was successful. While logging into admin, the system re-booted randomly. Launch ram test utility which indicated one or more ram card faults. Cleaned edge connectors and re-seated all ram cards. The fault continued. Computer failure, ram card failure, directly caused event (B)(4) 2014: medtronic representative performed a second navigation system check-out, all areas passed, including software. Computer replacement was performed successfully and system fully tested. Synergy spine and synergy cranial software investigations completed. Findings in both investigations were that the software is functioning as designed.